Manufacturer narrative:
The ca2 reagent lot number was 743031 with an expiration date of 30-nov-2024. The customer changed the reaction cells and checked the rinse unit. The customer has an extra filter for calcium in the water supply due to the water quality in the area. On 18-oct-2023 the field service engineer (fse) found some nozzles from the rinse unit were touching the reaction cells. The fse made rinse unit adjustments, cleaned a valve that provides water to the rinse station, and checked the water level. Qc was acceptable. Calibration was last performed on 12-oct-2023 with acceptable results. The qc data provided was not stable. No detailed results were provided from the day of the event. The results from a precision check were acceptable. The customer did not complain of any further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for ca2 on a cobas 6000 c501 module after instrument maintenance was performed on (B)(6) 2023. The initial result was 6.83 mg/dl. The repeat result was 9.48 mg/dl. The repeat result corresponded to the patient¿s history.